Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. E1: initial reporter facility name: the second affiliated hospital of guangzhou medical university; reported here as the initial reporter facility name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the sheath could not be advanced through the patient's vasculature. The procedure was cancelled. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The patient's vasculature was tortuous and the sheath could not be advanced to the left atrium (la) along the guidewire. Multiple attempts to advance the device were made without resolution. The procedure was cancelled. No patient complications were reported. This report is being sent due to the procedure cancellation after the patient was sedated.